Manufacturer narrative:
The device has not yet been returned. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection cone from a vasoview 6 broke apart inside the patient. It left tiny fragments in the tunnel that had to be retrieved. The patient's original incision had to be extended and another incision was made to retrieve the fragments of the broken dissection cone. The dissection process had already been completed at that point so no replacement unit was needed. The product is returning.